Manufacturer narrative:
Product was not returned for evaluation. Hospital indicated the situation occurred due to user error.

Event description:
During a knee arthroplasty surgery, it is suspected that the surgical team utilized a tray of devices that had not been properly sterilized by the hospital. As a result of the suspected unsterilized condition of the equipment, the doctor mixed in a higher dose of antibiotics with the bone cement as a precautionary measure. No adverse effects have been reported.